Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned lens showed half of both haptics and half of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported the surgeon inserted the +21.5 cc4204a collamer single piece lens and the lens did not unfold or seat properly in the eye. The incision was extended to remove the lens and the event occurred again with the replacement lens. They later discovered the event was the result of the surgical technician was not folding the lens properly during loading. Reporter stated the event was due to a user error and not related to the lenses. See MFR report# 2023826-2015-00849 for the other event involving this patient.

Manufacturer narrative:
(B)(4). Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found one similar complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: per medical review - reportedly, the lens wasn't unfolded properly upon insertion, requiring intraoperative lens removal. Incision was enlarged but no other injury to the patient was reported. According to the report, dated on (B)(6) 2015, the cause of the event was user error during loading (the technician did not fold the iol correctly).